Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had alarmed replace battery now. Customer's mother was not able to be assisted with troubleshooting for alarm because they did not have the pump at the time. Customer's blood glucose was unknown at the time of incident. Customer's mother stated that the battery has had to be changed by school nurse three times. No indication of troubleshooting being performed and issue being resolved. The insulin pump will not be returned for analysis.